Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03048. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. Manufacturer's investigation conclusion: the review of post-op x-rays of heartmate 3 lvas revealed that the sealed outflow graft bend relief may not be fully engaged. A root cause for this event could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate3 lvas IFU provides information regarding how to prepare the sealed outflow graft for implant, explains how to install the bend relief over the graft, and how to confirm that the bend relief is fully connected and seated to the outflow graft. The IFU also cautions the user to ensure that the sealed outflow graft bend relief remains connected during sternal closure. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon review of chest x-rays on (B)(6) 2017, it was observed that there was a ¿moderate¿ likelihood that the outflow graft bend relief was not fully engaged. The physician believed the attachment was stable and appropriately attached, and would keep observing the patient with no change in plans. No additional information was provided.